Event description:
Primary prevention patient had ICD system implanted. The procedure was uneventful, post procedure stay uneventful, and was discharged to home the next day. The patient returned to the ed in the evening on the day of discharg. A lead perforation of the right ventricle was seen on CT scan. The next day, the patient was transferred to another facility for lead extraction with the procedure performed the following day. At that time a new lead was implanted.